Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited gradually increasing high capture threshold measurements. The rv lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.